Manufacturer narrative:
Inspection: the product was not returned and the lot numbers are unknown so a product inspection could not be completed. X-rays were provided that confirm the fractured screws. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to high forces caused by postoperative patient movement. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2022-00033.

Event description:
It was reported that the bottom two polaris 5.5 translation screws in a four level construct broke about 9 months post-operative. The patient is asymptomatic and there are no plans to revise it at this time. This is report one of two for this event.